Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple altitude alarms occurred with multiple cartridges. There was no reported adverse impact to the customer's blood glucose level related to the reported issue. Reportedly, the customer reverted to manual injections for insulin therapy.